Manufacturer narrative:
Visual inspection of the product verifies the drill tip is visibly broken. DHR review of p99-190-tt08 lot tc31017 was conducted, and inspection was signed on 3.22.2019. 144 parts were received and accepted. No ncr identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
Issue reported with the screw driver attachment, cannulated, modified tx-8.